Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, a minimum fill notification occurred after filling the cartridge with 290 units of insulin. Reportedly, the cartridge was changed to address the issue. Additionally, customer loaded cartridge with insulin outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. Customer's blood glucose was 85 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.